Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's speaker wasn't working and had no local audio. The device was not in use on a patient.